Manufacturer narrative:
This is a final report.

Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt had revision surgery (date unk) to reduce significant skin overgrowth on the abutment. Sometime after the surgery the flange fixture with abutment fell out. The surgeon did not offer a reason for the loss of the fixture. The pt received a new flange fixture with abutment in 2007. Reportedly the pt is using the baha device without any problems.